Manufacturer narrative:
Block a: the customer reported there was no patient information available. The suction tubing was replaced to resolve the issue.

Event description:
It was reported that there was a malfunction resulting in low suction during a case. There was no patient injury.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided to date. Unique identifier: (B)(4). Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.